Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that during a reverse total shoulder arthroplasty procedure, the poly liner would not seat completely onto the humeral stem on the back table. Two attempts were made to seat the component and they were unsuccessful. A second liner was used and seated completely. No impact to patient or delay in surgery. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified marks inside the anti-rotation slot, which are consistent with impaction of the liner aligned to the stem. Device history record (DHR) was reviewed and no discrepancies were found. It was reported that the liner was impacted into the stem on the back table. The surgical technique states that it is necessary to support the humerus laterally during impaction. User error caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.